Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cysts, bilateral folds of devices, rupture, left side siliconomas, pain and discomfort.

Event description:
Healthcare professional reported bilateral cysts, bilateral folds of devices, left side rupture, left side siliconomas, and left side pain and discomfort. The device remains implanted.